Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm noted during testing however, the formatted history file confirmed hal software error detected. And the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer unable to clear the alarm. The insulin pump will be returned for analysis.